Event description:
Healthcare professional reported a right side "deflation". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on the anterior side assessed as a fold flaw opening. Additional observations: ¿ creases were observed. ¿ wear abrasion observed. ¿ yellow biological tissue observed inner the surface of the shell. ¿ black particles observed on the surface of the shell.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Device has been explanted.